Event description:
A catheter revision occurred. It was noted that the patient experienced pain at the catheter tract. An x-ray revealed catheter dislodgement and it was residing in the anchor pocket. New distal segment was implanted and connected to the remaining catheter. Patient status noted as "fine and not injured." The device system was used to infuse sufentanyl.

Manufacturer narrative:
Patient programmer: model 8835, serial# (B)(4). Catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Catheter: model 8598a, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).